Manufacturer narrative:
Date rec¿d by MFR : 10jun2019, date of report : 24jul2019. Additional information was received from the customer who confirmed that the ventilator was not being used on a patient at the time that the reported issue was discovered. Since there was no patient involvement, this is a non-MDR reportable event. The technical support representative advised the customer to replace the power management printed circuit board assembly (pm pcba) to address the reported problem. The customer replaced the pm pcba and confirmed that the issue was resolved. The faulty pm pcba is not available to be returned for failure investigation. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/05/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator produced an light emitting diode (led) failure alarm. It is unknown if the device was being used on a patient at the time that the issue was discovered, however, no patient harm was reported.